Event description:
It was reported that the customer passed away on (B)(6) 2014 due to diabetic ketoacidosis. "Customer experienced high blood glucose levels and inability to keep food and liquids down prior to death."